Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified procedure with a saline mentor smooth round moderate profile 425cc breast implant and an unspecified mentor saline breast implant and suffered several unexplained systemic symptoms, including pain in the right breast, weight gain, chest pains, lowered immune system, lymph node issues, difficulty healing properly, hair loss, and night sweats. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. No information is available regarding which side the known device was implanted on. As a result, the known device will be defaulted to the right side and the unknown device will be defaulted to the left side. This report is for the left side.